Manufacturer narrative:
Additional information provided in b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested, received and stated before injection, the plunger did not progress in the device. There was no patient contact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during an intraocular lens (iol) implant procedure, it was noted that the lens did not come out of the injector. Surgery has been completed with an iol of same reference and diopter. Additional information has been requested.